Manufacturer narrative:
(B)(4). The analysis results showed that one (B)(4). Device (a) was returned with no visual non-conformances and with four (B)(4) reloads present. Reload b, c and f were received fully fired, reload c was received unfired. The device was tested for functionality with the returned reload c, and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The analysis results found that the (B)(4) device (b) was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the stapler cut but didn't staple. The reloaded instrument also cut but didn't staple. Unknown how case was completed. There were no adverse consequences for the patient. Patient is stable.